Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on the same day due to sensor error, the patient believes that a small portion of the wire may have been left under his skin. He believes that the wire that was removed appears shorter than other sensors he has removed. Patient reports that he experiences no discomfort at insertion site. At the time of his call into technical support, patient reports that he is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.